Event description:
Complainant alleged that during in service training by facility staff, the device had no video display. The complainant indicated that there was no pt involvement in the reported failure.